Event description:
It was reported that even though the batteries were fully charged, the device suddenly stops and shows the batteries as empty. No adverse event reported.

Manufacturer narrative:
Reported complaint of "even though the batteries were fully charged, the device suddenly stops and shows the batteries as empty" could not be verified because the batteries were not returned for eval. A supplemental report will be filed if the batteries are returned. No adverse event reported. Add'l serial numbers: (B)(4) (battery #2).